Event description:
A 36 yr old white g2p2 female status post bilateral subglandular inframammary 235cc surgitek gels 10-29-85 for augmentation, complains of decreased left side over mos with pain. MRI positive for left rupture. History of closed capsulotomy multiple times in first 2 yrs after surgery. Positive systemic complaints including: arthralgias, myalgias, paresthesias, fatigue, gastrointestinal/genitourinary problems, neurocognitive problems, sicca symptoms, hair loss, raynaud's etc...otherwise healthy. Exam positive for bilateral iii contractures and tenderness for yrs. Mammogram positive for ruptured left upper pole. Surgery 2-11-94 revealed positive left rupture with post granuloma "min yell/cloud" moderate capsules with granuloma left greater than right. Left with marked "histo".